Manufacturer narrative:
As we have not received the product back for evaluation, we have not been able to evaluate the case. If we will receive the implant later, we will perform the investigation and follow up this report accordingly.

Event description:
The screws broke during surgery, while being screwed in. No patient injury. Surgery was successfully completed with metal screws.